Event description:
As reported via legal documentation, a patient had left hip replacement, they subsequently had left hip revision surgery approximately 9 years 6 months after their primary surgery. Op report - postop diagnosis: 1. Aseptic loosening of left press-fit hip. 2. Osteolysis of acetabulum, posterior wall, anterior wall. Findings: eccentric polyethylene wear with previously documented acetabular wall defect with intact columns, both anterior, posterior and anterior, low anterior inferior wall defect. Patient was having increasing pain. Synovitis was debrided. The patient was taken to recovery room. Patient was revised to competitor's devices. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. Related: MFR #1038671-2023-01568 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: (B)(6) , 164-02-12 - element-stem, collarless w/ha, high offset, sz 12; (B)(6) , 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups; (B)(6) , 180-00-56 - nv crown cup no hole 56mm group 3; (B)(6) , 148-36-00 - 12/14 zirconia head 36mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
B1- updated. B2- updated. D6b- updated to 26oct2021. H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported in incident cannot be confirmed from the information provided but may be the result of prosthesis wear and acetabular loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.